Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-30964. It was reported the patient's system was autoreducing. Patient was reprogrammed. System diagnostics recorded high impedances on one lead. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances, so it is being reported on both.